Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade and rupture. The device remains implanted. This relates to the left side.

Event description:
Un-reporting rupture. Healthcare professional reported malfunction.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. Healthcare professional later reported device is intact therefore rupture will be un-reported. Healthcare professional also reported malfunction. Device has been explanted and replaced.